Event description:
It was reported that the device was presenting with error code 1260 during testing. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown. Initial reporter also sent report to FDA is unknown.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. No causes or potential causes of the customers reported problem were found during the review of the service and repair records. A product sample was received for evaluation. Visual inspection showed tamper seal was intact and the microprocessor unit board had been damaged. During functional check, the reported complaint was duplicated during the investigation. Unable to test pump due to clock battery lead contact was pulled off, message error code 1260 was on the pump display. Root cause was found to be a faulty microprocessor unit board. The microprocessor unit board was replaced.